Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event of helix mechanism issue was confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead helix was not fully extending and had high capture thresholds. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.